Event description:
It was reported that upon completion of the balloon aortic valvuloplasty (bav) portion of a transapical tavr procedure, the patient's blood pressure was slow to recover. As the patient was recovering, the delivery system was advanced into position. Once the native annulus was crossed the patient¿s blood pressure started a steady decline. It was decided to place the patient on cardiopulmonary bypass (cpb). It was noted at that point that there was st segment depression on EKG. The decision was made to deploy the sapien as it was positioned in the native aortic annulus prior to placing patient on cpb. Valve deployment was successful without rapid pacing, as systolic blood pressure was 39 mmhg at the time. The transapical sheath was left in place and the patient remained on cpb while chest compressions were performed for approximately 8 minutes. Anesthesia administered drugs to support the patient hemodynamically. The patient's hemoglobin dropped to 7 requiring 6 units of packed red blood cells. Tee revealed that the sapien valve was working properly and was in good position, with only trace paravalvular leak noted. An iabp was placed and would follow patient to ICU. Reportedly the surgical team anticipated potential ischemia due to a "y" graft to the lad and marginal branches of the lca system; this was the only svg supplying the left side. There was also an svg to the rca; there were no native coronary arteries perfusing. Since that one graft supplied such a large territory, the surgical team had the cpb machine primed and cannulas on the table, ready to go on bypass in the event of an ischemic problem. The patient¿s slow recovery was thought to be due to ischemia.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause for the hypotension was reported to be due to ischemia in a patient with pre-existing multi-vessel coronary disease and CABG x 2. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.